Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. One solution bag returned. The interchamber seal had been activated. The solution was clear. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.

Event description:
A pharmacist contacted baxter to report precipitations inside the dialysis-systems were observed in an accusol product. No bag with precipitation was given to the patient. One sample is available. There was no patient injury or medical intervention indicated at the time of the initial report.